Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that 01-feb - (B)(6) 2024, the patient's infusion set fell off during use and the blood glucose level ranged between 175-180 mg/dl. The infusion set had been used for 2 days. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-00838 - device 2 of 6.